Event description:
It was reported that the device had a communication error and timed out. The pump was previously service. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were intact. Top case cracked by the front left bottom corner. No visible contamination. Battery communication timeout found in event history log. Reported problem was duplicated during power up process. Battery reading was 93 %. After running the device for 10 minutes, battery depleted alarm activated. The root cause of the reported issue was found to be the interconnect board and battery. Interconnect board was not charging the battery. Replaced interconnect board and battery. Performed power up process. Device passed all the functional tests.